Event description:
Boston scientific received information that during a routine pre-discharge device check, this left ventricular (lv) lead displayed loss of capture (loc) in all vectors. A chest x-ray was reviewed which showed that the lead had dislodged. The patient was seen for a surgical revision procedure where the lead was explanted and replaced. A request for the return of the lead was made. The lead is expected to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As of today, the lead has not yet been received for analysis. Should additional information become available, this report will be updated.